Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patients pulse was slower the setting rate thus the patient was transferred from another hospital. Upon a check of the system out of range pacing impedance measurements were noted as well as pacing and sensing failure on this right ventricular (rv) lead. A lead fracture suspected when an x-ray was taken. The lead was replaced immediately while the device remains implanted. No additional adverse patient effects were reported.